Manufacturer narrative:
The insulin pump was returned with error 38 confirmed in the traces file however; the insulin pump was tested and no pump error 38 was noted. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had a pump error. No further information provided.